Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that pinch valve pv49 was broken. The fse replaced the valve, which repaired the failing controls. (B)(4).

Event description:
The customer reported the coulter lh 500 hematology analyzer controls recovered low for white blood cell (wbc) and high for red blood cell (rbc) parameters on all three (3) levels of controls. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.